Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 11-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had falls. The patient has rib and belly stim on the right side. They have loss of pain relief on the left side. An x-ray was done to troubleshoot the issue. No actions were taken to resolve the issue and the issue is not resolved. No interventions are planned. No further complications were reported or are anticipated. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the leads moved from implant and the patient had fell several times causing lead to move lateral right of midline. The rep reported that the issue wasn¿t resolved and they did some other programming to see if it could help. The patient hadn¿t followed up with the rep, possibly it was working for her. No further complications were reported.